Event description:
On (B)(6) 2012 customer reported that the reagent syringe pump on the glucose cup module, of the lxi 725 instrument, leaked. Customer stated that he pulled up the glucose cup module and discovered that the syringe pump was leaking. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and found a leaking reagent syringe. Fse replaced the syringe and this resolved the issue. The service activity performed was verified wand met the specified requirements per established procedures.

Manufacturer narrative:
(B)(4).